Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses featuring c3® delivery system, adverse events that may occur include, but are not limited to include: endoleak and reintervention.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2019, follow up imaging determined a possible unknown endoleak. Images were provided to gore and an evaluation showed the following: images provided are post-implant cta dated (B)(6) 2019, arterial phase. A non-contrast phase was submitted but missing images, only a couple are provided for comparison. There appears to be a lack of wall apposition at the distal end of the device on the right. There appears to be contrast pooling outside of the distal end of the device on the right. There appears to be contrast pooling in the sac at the level of the implanted device. There appears to be patent lumbar present at the level of the implanted device. This may or may not be associated with a possible type ii endoleak. Findings are consistent with a distal type I endoleak. On (B)(6) 2019 the patient underwent a reintervention to treat the distal type I endoleak. Coils were placed in the right internal iliac artery, and a contralateral leg component (plc1612007/18460915) was placed as an extension into the right iliac artery. The endoleak was resolved and the patient tolerated the procedure.